Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). The patient was inquiring about who they should call for ins removal.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that it wasn¿t doing much good. The patient reported that it was working but bladder was getting better. The patient reported that she might need it taken out. The patient also reported that she had the flu and didn¿t feel good.

Event description:
Additional information was received. It was reported that the patient was not feeling stimulation and had been going to the bathroom more, since "maybe around christmas time," late last year. The patient noted that they had fallen in (B)(6) 2016, earlier in 2017, and then again on (B)(6) 2017; they dislocated their shoulder three times and were trying to heal it, they had a sling, but they "dislocated it 3 times by reaching around." They also noted that the batteries in their programmer (pp) went dead yesterday, and they didn't remember how to use it. Troubleshooting confirmed that stimulation was off, and the patient was on program 2 at 1.2v. They were assisted in turning stimulation back on, and they felt stimulation. No further patient complications are anticipated or expected as a result of this event.